Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had failed and required maintenance. A field service engineer tested the drawer and found missing magnet indicators present. The fse removed the drawer and confirmed that the magnet was missing. The fse replaced the latch inseparable and also replaced the older style drawer controller. The repaired drawer tested good in the hardware testing application, and the customer successfully inventoried the drawer contents. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to stay closed and unable to recover, required maintenance. The customer attempted to recover the drawer and restarted the station but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.